Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Display did return after insulin pump restart but it was stuck on that screen it wont do anything else. Customer reported that there was red flashing light when new battery was placed on the insulin pump it did alarm and do a restart but now none of the buttons are responding. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. .